Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Analysis of the catheter found coring-tears-cuts in the seal that meets leak criteria.

Event description:
Information was received from a consumer regarding a patient who was receiving 1.0 mg/ml dilaudid at 2.598 mg/day, 100 mcg/ml clonidine at 259.8 mcg/day, and 1.0 mg/ml bupivacaine at 2.598 mg/day via an implantable pump for spinal pain. It was reported that the patient passed away on (B)(6) 2016 due to cardiac arrest. The death was not considered to be related to the device or therapy and there were no device allegations. It was noted that the patient passed away in a medical facility, hospice, or care facility. The device was to be explanted and returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.